Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the tubing disconnected from the feeding bag and milk started leaking.

Manufacturer narrative:
A device history record review could not be performed because the provided lot number is not valid. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One (1) used sample was received at the manufacturing site for evaluation. The sample was received outside the original package. The sample was visually inspected and there was a disconnection between the silicone tubing and the mystic connector. The silicone tubing was re-attached and functionally evaluated without any disconnection detected therefore the reported issue will be treated as not confirmed since no root cause could be found related to manufacturing/production process. This complaint will be closed with no further action; and will be used for tracking and trending purposes.